Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the returned data. The manufacturing process for these devices was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. The ram dump data from (B)(6) 2016 revealed no indication of an ICD malfunction. The available iegms documented the presence of noise in the rv channel between (B)(6) 2014 and (B)(6) 2015, which led to the detection of vf episodes as mentioned in the complaint description. No shocks were delivered. The iegms also revealed very small sensing signals. The trend data showed normal and stable values of the pacing impedance and oscillating shock impedance values between 86 ohms and 102 ohms. Based on the information available for analysis, it is reasonable to assume that the clinical observation resulted from the lead dislodgement mentioned in the complaint description. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of an ICD malfunction. Based on the information available for analysis, the clinical observation resulted presumably from the lead dislodgement mentioned in the complaint description.

Event description:
Ous MDR - inappropriate vf episodes were detected. The rv lead had dislodged. The patient was hospitalized and is awaiting a revision.